Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer called a technical support engineer (tse) and reported the vessel sealer instrument wouldn't activate after initial installation. The customer stated that the surgeon swapped to a secondary surgeon console (ssc) and the replaced instrument was working. The tse viewed the onsite logs and there were no energy related messages in the logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the vessel sealer instrument would not fire or cut and that there was no energy delivered. Troubleshooting was attempted by exchanging the instrument to the backup; however, the issue persisted. Following this, the surgeon moved to a secondary ssc and no further issue was reported after switching to another ssc. The replaced vessel sealer instrument was disposed of and will not be returned to isi for evaluation. The procedure was completed robotically using another ssc. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the system and identified that two dual motor drive board (dmd) boards inside the ssc was causing the switch errors. The fse replaced the two dmd boards to resolve the issue. The system was tested and verified as ready for use. Isi received the first dmd board unit involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate or confirm the customer reported complaint. The dmd was installed onto a test system, where it ran ten power cycles and it sat idle for one hour. The performance instrument sealer and cutting operation had no problem even when the instrument was switched from left to right with no issues. This first dmd returned was determined to be good. Isi received the second dmd board involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate or confirm the customer reported complaint. The dmd board was connected onto the xi test system. The ergonomic functional test was performed with no issues. Ten power cycles were conducted and the system was left idle for an hour. This second dmd returned was determined to be good. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Log review confirmed that the customer performed a procedure on (B)(6) 2022 on system sk1526. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported based on the following conclusion: the customer converted to another surgeon console after the start of the procedure due to an issue related to instrument activation. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.